Event description:
Reportedly, during testing, the display screen froze. The setting could not be changed until after the main board was replaced and the unit was powered up. The unit would not be calibrated. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).